Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating the device cannot insert cutter. The device was being used during surgery. There were no pt/user injuries. It is unk if there was medical intervention. There was no add'l info provided.